Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced.

Manufacturer narrative:
Returned device analysis confirmed the single gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and analysis of the returned device, the single gripper actuation appears to be related to a potential product quality issue, therefore, an exception is referenced. This complaint is within the scope of this exception as the complaint description and device codes match the specific issue described in the exception. The investigation evaluated the reported issue, and the engineering group identified the probable root cause to be related to machine with measurement as a contributing factor. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.